Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was not getting desired results due to the placement of the lead. As a result, surgical intervention was undertaken on (B)(6) 2021 wherein the lead was explanted and replaced. Issue resolved.